Manufacturer narrative:
This is a supplemental MDR to the original report submitted on 12/17/2015. Reference is made to the email correspondence received from the agency on (B)(6) 2016. This supplemental MDR amends type of report from 5-day to initial. The initial submission was erroneously submitted as a 5 day report. Our firm is not required to initiate action to prevent an unreasonable risk of substantial harm. In addition, the MDR report name has been revised from version (B)(4) (0002435740-2015-00005) to accurately reflect the sequence within our records.

Event description:
A (B)(6) female consumer reported experiencing redness, streaks, puffiness and painful red blisters under eyes and eye lids, scars on eyes, permanent eye damage, rebound hyperemia, glaucoma, blurry vision, eye pain, warped skin under eyes, corneal endothelial skin dysfunction, burning sensation in the eyes, burning sensation on the face, vision changed tremendously while using clear eyes contact lens multi-action relief (borate buffer system, sodium chloride, hypermellose and glycerin, sorbic acid (0.25 percent) and edetate disodium (0.1 percent) as preservatives). The consumer reported she started using clear eyes contact lens multi-action relief on an unknown date, using 1- 2 drops optically as needed for eye sensitivity on an unknown date. After using clear eyes contact lens multi-action relief, the consumer experienced redness, streaks, puffiness and painful red blisters under eyes and eye lids, scars on eyes, permanent eye damage, rebound hyperemia, glaucoma, blurry vision, eye pain, warped skin under eyes, corneal endothelial skin dysfunction, burning sensation in the eyes, burning sensation on the face, and vision changed tremendously. The consumer stated she started using clear eyes contact lens multi-action relief for eye sensitivity because she already has poor vision, about a month ago. She used 1 to 2 drops as needed and did not use the drops every day. A couple weeks ago she looked in the mirror and noticed redness, streaks and painful blisters under both of her eyes and under her eye lids. Since then, the consumer reported the blisters, redness, streaks, burning sensation of face and eyes have subsided, but under her eyes are puffy and the skin under her eyes is warped. The consumer went to her primary doctor and ophthalmologist; they told her she had scars on her eyes, which are irreversible. The consumer also stated her ophthalmologist fears her eyes are permanently damaged and she may have corneal endothelial skin dysfunction, rebound hyperemia or glaucoma. The consumer reported her vision is now blurry and her eyes ache all the time. The consumer did not have any labs or testing performed, she has an appointment to go to specialist and she had discontinued using the product.